Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm. Motor passed motor test minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer's mother reported via phone call that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.